Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen(500 mcg/m, 30 mcg/day) via an implantable infusion pump for the treatment of intractable spasticity. It was reported that the patientwas filled about a year ago. The patient would come in the day after the report to interrogate the pump. The hcp thought that the pump was alarming due to empty reservoir. They would likely explant the pump. The patient had not had any symptoms and they did not expect any due to low dosage of medication the patient receive from the pump. Event date was (B)(6) 2018. No further complication was reported.